Manufacturer narrative:
The tech found the left side gas spring was holding the pressure. The tech replaced the gas cylinder to repair the stretcher.

Event description:
Info received indicates the back support is staying up.